Event description:
It was reported that the cot disengaged from the fastener unexpectedly when the ambulance drove over a bump in the road due to damaged components. Upon disengaging from the fastener, the cot hit one paramedic in the head, causing a possible concussion. The second paramedic, who was at the foot end of the cot, tried to avoid further movement of the cot and was injured by the cot on the shoulder, right hand and thoracic spine. Both persons were treated in ambulatory care of a clinic and discontinued their work day.

Manufacturer narrative:
Based on the information originally reported, it was believed that the cot had disengaged from the fastener unexpectedly when the ambulance drove over a bump in the road due to damaged components. However, upon investigation, it was found that the alleged event was of the cot dropping while being pushed over a drain lid on the ground. Upon inspection no defects were found with the unit which would have caused or contributed to it collapsing.

Event description:
It was reported that the cot disengaged from the fastener unexpectedly when the ambulance drove over a bump in the road due to damaged components. Upon disengaging from the fastener, the cot hit one paramedic in the head, causing a possible concussion. The second paramedic, who was at the foot end of the cot, tried to avoid further movement of the cot and was injured by the cot on the shoulder, right hand and thoracic spine. Both persons were treated in ambulatory care of a clinic and discontinued their work day.